Event description:
It is reported by our distributor that the green gas dampener is damaged. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Green gas dampener.